Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they received no delivery alarms. The customer's mother stated that they had high blood glucose of 567 mg/dl at the time of incident. The customer's blood glucose was 437 mg/dl at the time of call. The customer's mother performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer's mother stated that the insulin did exit and the no delivery alarm did not recur. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.